Manufacturer narrative:
The exact cause of the limb narrowing reported immediately after deployment could not be determined from the single film returned. Pre-implant CT¿s were not available; however, a returned pre-implant sizing worksheet reveled that the patient had an aneurysmal right common iliac artery which measured 31mm in maximum diameter, and the right external iliac artery was noted as ¿tortuous¿ with a diameter ranging from 7 ¿ 11mm. Complete angiograms during implant were not provided. A single returned still angiogram during implant revealed that an endurant limb had been implanted into the right iliac artery. No scale was seen on the film and no measurements could be obtained, and only the distal ~7cm length of the right limb and proximal section of the right external were visible on the image. No limb compression or kinks were observed. The proximal section of the right limb appeared essentially straight; however, along the distal 1 ¿ 2cm length the right limb showed acute stent graft angulation, and just distal to the limb the right external also appeared tortuous. Another manufacturer¿s stent was seen having been implanted into the right limb, overlapping ~5cm and extending ~5cm into the right external. Images of the reported narrowed limb were not returned; films during stent graft deployment and prior to implanting the stent were not available. The cause of the event could not be determined. However, it appears likely that implanting into tortuous anatomy likely led to the narrowing of the limb which necess itated implanting a stent to resolve the event. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 67mm diameter abdominal aortic aneurysm. The patients right external iliac artery diameter ranged between 7-11mm. It was reported that during the index procedure the physician stated that due to the right common iliac aneurysm, it would be necessary to extend the stent graft into the tortuous right external iliac. After removal of the lunderquist wire, the physician noted that the limb looked narrowed. The physician decided to place a another manufacturers 10x80mm self-expanding stent in the limb to extend into the external iliac aneurysm and this resolved the event. As per the physician, the cause of the event was anatomy related due to severe tortuosity of the right external iliac artery. No additional clinical sequelae were reported and the patient is fine.